Event description:
On (B)(6) 2010, patient reported she was having issues with her infusion sites coming out of her leg. Patient stated she was putting sites on her thigh and when she would use the restroom, the sites would sometimes come out. Patient reported this occurred a few months ago. Patient stated she is using IV prep wipes to prepare the site. Adviced patient on using a dressing over the site. Advised patient she could use tape to secure the site. Patient reported she is currently inserting sites into her hip and not having any concerns with sites coming out. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.